Event description:
It was reported that the 9800 system had poor image quality with dark, not readable images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board was replaced during the service call. The interconnect cable was found damaged. The reported issue is currently under investigation.